Event description:
During testing and repair at the independent repair center, the irc5p concentrator was reported to have low o2 (yellow light). This was due to the muffler being broken which led to the malfunction.